Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint was not able to be confirmed based on the photo. The customer returned one unit of ae05ml auto endo5 ml and two clips fired by the customer for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned auto endo did not have any visible defects on the handle, trigger, or the jaws. The jaw mechanism was observed to be assembled correctly. The first clip was returned fully latched. There were no defects observed on clip 1. The second clip was returned broken, with only the hook half returned. According to the customer description, the customer broke clip 2 when removing the clip from the patient. No other defects were observed on the device or the clips. There was biological material present on the device. The reported complaint of " clip(s) not loading properly" was confirmed based upon the sample received. The customer returned one unit of ae05ml auto endo5 ml and two clips fired by the customer for investigation. The device was returned with clip stacking in the channel. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. Upon functional testing, the device misloaded the first clip into the jaws. The trigger ears were observed to be compressed, and the end of the feeder was observed to be slightly bent. No other forms of damage or defects were observed on the device. The r & d team was consulted regarding this complaint. The manufacturing team and r & d team were consulted regarding the details of this complaint. Per the manufacturing team and r & d team, the compressed trigger ears did not contribute to the misloading defect observed. Per the r & d team, the clip failing to misload in this manner without any further indication of manufacturing defects on the device indicates that the device could have potentially been sterilized outside of the IFU's direction; however, this could not be fully confirmed with the information provided. The IFU for this product was reviewed as a part of this complaint investigation. The IFU for this product states, "single use: do not reuse, reprocess or re-sterilize. Reuse of device creates a potential risk of serious injury and/ or infection which may lead to death. Reprocessing of medical devices intended for single use only may result in degraded performance or a loss of functionality." The r & d and manufacturing teams co ncluded that the clips misload could not be conclusively linked to manufacturing. The r & d and manufacturing teams concluded that the clips misload could not be conclusively linked to manufacturing. The ae05ml is 100% tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silico ne tubing. For these reasons, the probable root cause of this issue could not be conclusively linked to manufacturing. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "first clip did not load correctly and did not fully open. Clip was 'fired'. 2 more clips fired on the cystic artery. 3rd clip attempted to fire on cystic duct and fell out of device. Clip removed and snapped at hinge as pulling out of port. More clips used to control bleeding, with 2-3 clips remaining in device". No patient harm or injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "first clip did not load correctly and did not fully open. Clip was 'fired'. 2 more clips fired on the cystic artery. 3rd clip attempted to fire on cystic duct and fell out of device. Clip removed and snapped at hinge as pulling out of port. More clips used to control bleeding, with 2-3 clips remaining in device". No patient harm or injury.